Event description:
On (B)(6)2009, the patient was implanted with a scs system. On (B)(6)2010, it was reported that the patient felt the stimulation in the left breast and shoulder. An x-ray was taken and revealed that the lead migrated. The doctor planned to replace the device with a paddle lead, however on (B)(6)2010, the patient complained of severe chest pain and the leads were removed. On (B)(6)2010, it was reported that the patient was later re-implanted with a paddle lead and is now receiving satisfactory stimulation.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and it was noted that the terminal end electrode was missing from the device. The lead also appeared discolored. The lead was not analyzed as lead migration cannot be determined through testing. Conclusion: the cause of the reported complaint could not be confirmed. The leads could not be tested for lead migration. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.